Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range pacing impedance. There was no noise observed. At this time, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch mw5145315.